Event description:
A falsely elevated hcg result was obtained on a patient sample on an immulite 1000 instrument. The erroneous result was reported to the physician(s), who questioned the result. The sample was repeated using an alternate platform. The repeat result was lower than the erroneous result and was in alignment with the clinical picture of the patient. The repeat result was reported, as the correct result, to the physician(s). There are no allegations of patient harm, changes in treatment or delays in diagnosis in association with the observed erroneous result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens regional support center (rsc) to report a falsely elevated hcg result obtained on a patient sample on an immulite 1000 instrument which was discordant relative to repeat testing using an alternate platform. The assay's instructions for use (fu) states the following under limitations: "heterophilic antibodies in human serum can react with the immunoglobulins included in the assay components causing interference with in vitro immunoassays. [See boscato lm, stuart mc. Heterophilic antibodies: a problem for all immunoassays. Clin chem 1988:34: 27-33.] Samples from patients routinely exposed to animals or animal serum products can demonstrate this type of interference potentially causing an anomalous result. These reagents have been formulated to minimize the risk of interference; however, potential interactions between rare sera and test components can occur. For diagnostic purposes, the results obtained from this assay should always be used in combination with the clinical examination, patient medical history, and other findings." Siemens is investigating.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2024-000287 on 10-apr-2024. Additional information 25-jul-2024: siemens evaluated this issue and provided the following conclusion: based on a review of the adjustment data, error logs and database, there is no indication of an instrument issue that would have caused the elevated results observed by the customer. Water contamination cannot be ruled out as a possible cause nor can preanalytical variables. Immulite 1000 hcg lot: 516 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6 the investigation findings and investigation conclusions codes were updated.